Manufacturer narrative:
Additional devices implanted and/or related to this event: plc201400/18046646, UDI (B)(4) and plc121400/17596847, UDI (B)(4). Patient medications: tylenol, gabapentin, lisinopril, oxycodone, and insulin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. A review of the sterilization records for the devices verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis infection.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that the patient presented to the emergency room on (B)(6) 2018, with an infected endoprostheses. The patient is too sick for a reintervention. The cause of the infection is unknown. The physician is taking a wait and watch approach.